Event description:
The patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient's mother stated that the pt administered add'l insulin while sleepwalking. Subsequent to this event, the pt began using the tamper resistant feature of the pump while sleeping and has continued to use the pump with no reported subsequent events.